Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited increased pacing impedance measurements that eventually resulted in high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise appeared to be consistent with the respiratory rate trend (rrt). Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that all subsequent pacing impedance measurements were observed to be stable and within normal limits and no further noise was observed. The physician will continue monitoring.